Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose levels were 200¿s mg/dl, 100¿s mg/dl, 125 mg/dl, 75 mg/dl, 45 mg/dl, 81 mg/dl and 300¿s mg/dl. The customer treated with 15 units of carbohydrates and took off the insulin pump. The customer declined troubleshooting for high as well as low blood glucose level. The insulin pump will not be returned for analysis.